Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. No unexpected numbers ramping/scrolling on their own noted during testing. No flattened dome switch noted during testing. The insulin pump was received with cracked case at display window corners, reservoir tube, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window, missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 196 mg/dl at the time of incident. The customer stated that they had to press the act button multiple times to get it to respond. The customer also stated that the buttons were blinking back and forth from screen to screen. The customer stated that the insulin pump sometimes revert back to enter blood glucose and enter cabs when trying to bolus. The insulin pump will be returned for analysis.